Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the customer encountered a "signal loss" therefore, the sensor failed to alarm and the customer was unable to self-treat due to unspecified symptoms. The customer was administered insulin injection (type/dose unknown) by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the customer encountered a "signal loss" therefore, the sensor failed to alarm and the customer was unable to self-treat due to unspecified symptoms. The customer was administered insulin injection (type/dose unknown) by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Another investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations iphone 13 mini, ios 17.0.3, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.